Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with a test monitor) was confirmed. Upon eval, j702 trunk cable connector was pulled from the distribution node (dn) pca board. The cause of the inability to communicate with a test monitor is the pulled connector. The root cause of the pulled connector cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the pulled connector.